Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a fractured right ventricular (rv) lead. The rv lead was giving the patient inappropriate shocks. Multiple spectranetics devices (lead locking devices (llds), 11f tightrail sub-c rotating dilator sheath, 13f tightrail (long), 16f glidelight laser sheath) were used to alternate between devices, with severe lead on lead binding noted. The ra lead was eventually removed. Throughout the case, the rv lead was falling apart (as evidenced by shredded insulation, broken shocking wires and extruding wires observed, creating a bird's nest between the lead coils). Because of this, the decision was made to abandon the superior pocket approach, and snare from an inferior groin access. A merit medical en snare endovascular snare was used first, but snaring attempts to capture the rv lead were unsuccessful. Then, a (B)(6) medical needle's eye snare was utilized. The rv lead was successfully captured between the rv lead coils. The snare was pulled down into the inferior vena cava (ivc) twice, and slipped off. The lead responded by rebounding up into the right atrium, like a snapped rubber band. On the third attempt, the physician pulled hard using the snare, and the rv lead broke at the distal coil. The distal portion of the rv lead was abandoned, and the lead proximal portion, along with the lld in its entirety, were extracted through the groin. When the rv lead broke, the patient's blood pressure dropped. Ventricular tachycardia (vt), sinus tachycardia, pericardia! Effusion, and cardiac tamponade followed. A pericardiocentesis was performed, drawing off 420 cc blood. The patient stabilized, and survived the procedure. The physician suspected that an extruding wire was still attached to the posterior wall of the right atrium, explaining the bounce back effect every time the lead was pulled down into the ivc by the snare. Additionally, the physician believes that on the third pull with the needle's eye snare, a small, 2-3 mm perforation opened in the rv which closed off on its own. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).